Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for diabetic ketoacidosis. The customer's mother reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod¿s user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
It was reported that the patient's blood glucose (bg) reached 360 mg/dl while wearing the pod between 4 and 24 hours and that her ketones were high. After four hours of high bg, the patient was taken to emergency room and diagnosed with dka (diabetic ketoacidosis). She was treated with an insulin drip and sugar water to bring her bg level down slowly. It was noted that the adhesive was not secure when pod was first placed on her arm, so the patient wrapped pod in a bandage and the patient's mom thinks the cannula came out. It was stated that the cannula looked normal.